Manufacturer narrative:
Siemens filed MDR 1219913-2025-00082 on 15-apr-2025. Siemens completed investigation for an outside of the united states (ous) customer complaint of a reactive (positive) advia centaur xpt toxoplasma igg (toxo g) lot: 296 result (sample ID: (B)(6) on (B)(6) 2025) that was discordant relative to retesting and historical non-reactive (negative) results. The customer's calibration data was valid, and quality control (qc) data was within package insert ranges. The customer obtained a new sample which was retested on the same analyzer with the same toxo g lot and result was negative and again negative after centrifugation. Sample handling details were requested, but customer declined to provide the information. The customer specificity for toxo g lot: 296 cannot be calculated since the total number of negative samples the customer has tested was not provided. Siemens reviewed internal qc and medical decision pool data and lot: 296 recovered similarly with the other lots. A review of escalations from the past year, conducted on 30 may 2025, did not identify investigations of a similar nature. System issues were not reported by the customer. Based on the available information, the cause of the initial non-reproducible false positive result is inconclusive and appears to be an isolated event. The customer is operational after repeating the samples. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside of the united states (ous) customer obtained a reactive (positive) advia centaur xpt toxoplasma igg (toxo g) lot 296 result (sample ID (B)(6) on (B)(6) 2025). The initial positive result was reported and questioned by the physician. The positive result is considered false based on retesting and historical non-reactive (negative) results in another laboratory (method unknown). Corrected reports were issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. Siemens is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt toxoplasma igg (toxo g) lot 296 result (sample ID (B)(6) on (B)(6) 2025). The initial positive result was reported and questioned by the physician. The positive result is considered false based on retesting and historical non-reactive (negative) results in another laboratory (method unknown). Corrected reports were issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.